Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the blue tip of the tome split when the physician was passing the guidewire over it. There was no damage to the guidewire. The procedure was completed with another autotome rx sphincterotome. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".